Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. The customer stated that the drive support cap was protruded . Customer stated that the insulin pump was not exposed to high magnetic field. Customer also stated that the insulin pump received motor position encoder error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. No e70 - motor position encoder error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).